Event description:
It was reported that the user was not receiving continuous glucose monitoring readings on the ilet and, after attempting a sensor change, entered an incorrect dexcom g7 pairing code, which led to persistent continuous glucose monitor (cgm) offline status and a ¿replace or stop sensor¿ prompt until the correct code was entered. Symptoms included hyperglycemia, with a fingerstick reading of 301 mg/dl and an ilet reading of 280 mg/dl. Outcomes included user guidance to wait for the next cgm reading and education that meaningful glucose changes would be observed after approximately 90 minutes, with no medical intervention or hospitalization required. Investigation included review of device alarm history, confirmation of a replace sensor alert, verification and correction of the g7 pairing code, and functional confirmation of cgm data display on the ilet after correction. Investigation of this case revealed that the device functioned as designed and that the event resulted from user input error during g7 pairing and an expired or replace-required sensor, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.